Event description:
Gia stapler was opened to sterile field and passed to surgeon. Surgical technician and surgeon determined the stapler was defective and had the circulator remove the device. The defective device was received by clinical engineering and upon further investigation, it appeared that the device was an out of box failure and had broken into 4 separate pieces. An image of this is available upon request. The manufacturer will be issuing a return kit and the device will be returned for failure analysis.